Event description:
It was reported via repair work order that the zoom handles were damaged and there are exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was not identified that sharp edges were present on the damaged control handles.

Event description:
It was reported via repair work order that the zoom handles were damaged and there are exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.